Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous translumial angioplasty treatment procedure a balloon rupture occurred. The target lesion was located in the moderately calcified abdominal aorta. A (B)(4) equalizer balloon catheter was used for post dilation of a stent and during inflation the balloon ruptured at nominal pressure. Atms and the number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.